Event description:
It was reported that the pump was implanted in 2000 for morphine therapy. In 1/2001, the patient was not getting sufficient pain relief and during a dye study, it was determined that the catheter was leaking. The pump system was explanted in 2001. There were no reported complications.